Event description:
A power-on-reset (por) condition was reported and a "call your doctor: por" icon message was seen. It was noted that the pt had revision surgery to relocate the neurostimulator. Additional info was requested.

Manufacturer narrative:
(B)(4). The stent remains in the pt. The lot number was provided. A f/u report will be submitted with all relevant info.

Manufacturer narrative:
(B)(4). Difficulty removing the catheter after stent implantation can be a result of, but is not limited to, lesion/anatomy, interaction with a deployed stent (stent apposition), physician technique, accessory device support and/or interaction with accessory devices. Although a definitive cause for the reported difficulty to remove could not be determined, there is no indication of a product quality deficiency. A review of the device history record did not produce any findings relevant to this report.

Event description:
It was reported via a trial that after the xact stent was implanted in the left internal carotid artery, the xact stent delivery sys (sds) was difficult to remove requiring the guiding catheter to be advanced into the stent in order to remove the xact sds. There were no adverse pt effects reported. The pt was discharged to home the same day. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4).